Event description:
It was reported that post op of a lap gastric band procedure, the patient complained of discomfort and feelings of depression. At that time, the surgeon removed 1.5 cc of fluid. The patient presented at the ER in 2009, and sent to surgery and had the band explanted. The surgeon is waiting 60-90 days and will implant a new band when the patient is no longer on plavix. The surgery was done as an outpatient, and was sent home and is stable.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.